Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 69-year-old female, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.